Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was revised to address asr acetabular cup loosening and impingement. Loosening occurred from implant to bone interface. It was stated that the surgeon revised the loose asr cup with a stryker cup and wedge. The asr head was also revised to a 36mm -2 cocro head. It was also stated that the head on the corail stem was articulating with the superior rim of the acetabulum and the edge of the asr cup has no part and lot number visible because of the impingement.

Manufacturer narrative:
The patient was revised to address asr acetabular cup loosening and impingement. Loosening occurred from implant to bone interface. It was stated that the surgeon revised the loose asr cup with a stryker cup and wedge. The asr head was also revised to a 36mm -2 cocro head. It was also stated that the head on the corail stem was articulating with the superior rim of the acetabulum and the edge of the asr cup has no part and lot number visible because of the impingement. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The patient was revised to address asr acetabular cup loosening and impingement. Loosening occurred from implant to bone interface. It was stated that the surgeon revised the loose asr cup with a stryker cup and wedge. The asr head was also revised to a 36mm -2 cocro head. It was also stated that the head on the corail stem was articulating with the superior rim of the acetabulum and the edge of the asr cup has no part and lot number visible because of the impingement. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.